Manufacturer narrative:
(B)(6) customer contacted the siemens customer care center (ccc) to report a discordant, low atellica im prostate-specific antigen (psa) result obtained on a patient sample. The instructions for use (IFU) states under the interpretation of results section the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instructions for use (IFU) states under the limitations section the following: "warning do not predict disease recurrence solely on serial psa values. Note, do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." Siemens healthcare diagnostics is investigating.

Event description:
A discordant, low atellica im prostate-specific antigen (psa) result was obtained on a patient sample and questioned by the physician(s). The sample was repeated with the same instrument, resulting higher. The same sample was run on an alternative atellica im instrument, resulting higher. The initial result was reported and questioned. The repeated higher results were equivalent and aligned with the clinical history of the patient. The higher psa results were reported as the corrected result to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, low atellica im prostate-specific antigen (psa) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00060 on february 21, 2022. Correction: in b6 of the initial MDR, the date of the testing was presented as (B)(6) 2021. The correct date of testing is (B)(6) 2022. April 20, 2022, additional information: an outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a low prostate specific antigen (psa) result on a patient sample when tested on atellica im 1600 with psa lot 317. The low result did not match patient's historical observations and was questioned. The same sample was repeated on the same day and system with lot 317 and an alternate atellica im and both results were higher as expected. Siemens healthcare diagnostics has reviewed the files provided for this escalation. The sample trace file around the patient sample aspiration showed signs of a poor aspiration and dispense of the initial psa result. No additional similar incidents have been reported from the customer. Based on the available information, atellica im psa kit lot 317 is performing as intended and a product issue was not identified. The customer is operational, and no further action is required. In section h6, the investigation finding, and investigation conclusion codes were updated.